Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump continued infusing even though blood was backing up into the tubing from the adult female patient's intravenous site in the infusion therapy center. The infusion was a solution bag of remicade, set to infuse 500-ml over 4 hours at a titrated rate of 250-ml/hour during the last hour. The back flow of blood into the bottom 10 inches of the set took place during the last 30 minutes of the infusion and did not back up into the filter. It was also reported there was no patient injury.